Event description:
The reporter stated, the surgeon attempted to insert a cc4204a collamer single plate lens. The surgeon was advancing the lens in the injector, noticed the lens was not loaded properly. The tip of the cartridge was partially in the pt's eye, but the lens was not inserted. The lens was still in the cartridge. There was no pt injury. Another same model and size lens was implanted. Reporter stated incident was due to loading error.

Manufacturer narrative:
(B)(4) - lens not loaded properly; no product malfunction. (B)(4).